Manufacturer narrative:
It is unknown if surgeon will do corrective surgeries. She also did not mention putting any of the patients on pain medications. The lot history record has been reviewed and did not show any non-conformances or deviations related to the issue. The implant is not available for investigation. Based upon the details presented, it is unknown if the complaint as described is a result of the device, surgical procedure, or patient history. The potential for adverse reactions such as infection, inflammation, foreign body response are known events and are listed in the product IFU #10-139-04 in the adverse reactions and contraindications sections.

Event description:
Surgeon had 3 (three) patients who had a significant pain reaction in the mons area. They have a lot of inflammation, tenderness with firm reaction tissue in the retropubic space. It does not look infected. The surgeon and sales representative have been contacted for further information. This submission is MDR 2 of the 3 reported adverse events.